Event description:
It was reported that the implantable cardiac defibrillator (ICD) was at recommended replacement time (rrt) and had possible early battery depletion. It was noted that the device had delivered multiple shocks lifetime. The ICD was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.